Event description:
Customer reported that the catheter kinked after the guide wire was removed. The staff and physician believe that vessel tortuosity facilitated the kink. No harm or injury reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. No lot number was provided. A review of the device history record could not be completed. The device was examined visually and the complaint was confirmed. The catheter was kinked in several locations. Catheter was used on a pt with tortuous anatomy which could be a contributing factor to the kink. Evaluation method - device history review, complaint data base was reviewed. Results: catheter. Conclusions: pt's condition affected effectiveness of device.